Manufacturer narrative:
H3 and h6 codes - updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period. The event history log was unable to be reviewed as the product was not returned.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the monitor had displayed a "battery is low ¿ change battery" message, despite the battery being fully charged. The pump had been attached to the patient on (B)(6) 2025 at 1537, with a volume to be infused of 68 ml. The patient had called on (B)(6) 2025 at 0900 due to the battery issue. Upon inspection, it was found that the pump had only infused 1.8 ml of the medication. The pharmacy had replaced the device and initiated drug infusion. The patient had not been harmed. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.